Event description:
The pt, while being monitored with the device, deteriorated from bradycardia through ventricular tachycardia, to asystole. Pacing therapy was administered to the pt in transit to the hosp. Reportedly, the device power shut of without warning while pacing. The pt was delivered to the hosp and pronounced. The reporter indicated pt outcome was not affected by the reported discrepancy, due to lack of pt viability.